Event description:
The manufacturer received information from the son of a bipap auto biflex device alleging he took his mother to the hospital because when he got her out of bed she was disoriented. The reporter alleges the device was not working properly. The son did report the device is not ¿working properly¿, however, a specific device malfunction, use error, failure, labeling, or other deficiency was not described that is relevant to the harms reported. Based on available information at this time, the alleged harm of disorientation leading to hospitalization is being assessed as a serious injury but is not related to the device at this time. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.